Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided). Customer typically "runs high bg" due to poor diabetes management and neglecting to administer a correction food bolus. There were no device/supply issue.